Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), embedded device ("migration of essure device location of device: in the uterine wall"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding") and appendicitis ("appendicitis") in an adult female patient who had essure (batch no. 20210351) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In 2009, the patient experienced weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), appendicitis (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety") and abdominal pain lower ("pain on my right side lower tummy"). The patient was treated with surgery (right salpingectomy with attempted removal of essure and left-sided removal of essure), surgery (right salpingectomy with attempted removal of essure and left-sided removal of essure) and surgery (surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, embedded device, device breakage, genital haemorrhage, appendicitis, depression, anxiety, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, appendicitis, depression, device breakage, embedded device, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy in dates of removal, removal date also reported as (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. On an unknown date, essure confirmation test was performed current weight 170 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), embedded device ("migration of essure device location of device: in the uterine wall"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding") and appendicitis ("appendicitis") in an adult female patient who had essure (batch no. 20210351) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In 2009, the patient experienced weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), appendicitis (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety") and abdominal pain lower ("pain on my right side lower tummy"). The patient was treated with surgery (right salpingectomy with attempted removal of essure and left-sided removal of essure), surgery (right salpingectomy with attempted removal of essure and left-sided removal of essure) and surgery (surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, embedded device, device breakage, genital haemorrhage, appendicitis, depression, anxiety, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, appendicitis, depression, device breakage, embedded device, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy in dates of removal, removal date also reported as (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. On an unknown date, essure confirmation test was performed. Current weight 170 lbs. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2009 and removal date updated to (B)(6) 2017. Lot number added. Events, migration of essure device location of device: in the uterine wall, device breakage, appendicitis, weight gain and pain on my right side lower tummy were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('migration of essure device location of device: in the uterine wall'), device breakage ('device breakage') and appendicitis ('appendicitis/appendectomy on the same day the essure was removed') in a 32-year-old female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *on an unknown date, essure confirmation test was performed current weight 170 lbs. Concurrent conditions included overweight, ovarian cyst, abdominal pain and overweight. Concomitant products included desogestrel;ethinylestradiol (kariva) in (B)(6) 2009 and fluoxetine since 2015. In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. In february 2010, the patient experienced mood swings ("mood swings") and ovarian cyst ("ovarian cysts"). In (B)(6) 2011, the patient experienced abdominal pain lower ("pain on my right side lower tummy/lower right abdomen pain") and back pain ("low back pain"). On (B)(6) 2017, the patient experienced appendicitis (seriousness criterion medically significant), 7 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (right salpingectomy with attempted removal of essure and left-sided removal of essure and surgery/appendectomy on the same day the essure was removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, embedded device, device breakage, genital haemorrhage, appendicitis, depression, anxiety, weight increased, abdominal pain lower, mood swings, ovarian cyst and back pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, appendicitis, back pain, depression, device breakage, embedded device, genital haemorrhage, mood swings, ovarian cyst, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy in dates of removal, removal date also reported as (B)(6) 2017. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2011: exam: pelvis scan clinical indication: pelvic pain impression: iud in place, no abnormal masses or free fluid is seen.. Hysterosalpingogram - on (B)(6) 2010: no filling of either fallopian tube/total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: exam: ultrasound pelvis indication: abdominal pain impression: 17 mm left ovarian cyst otherwise unremarkable pelvic ultrasound.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('migration of essure device location of device: in the uterine wall'), device breakage ('device breakage') and appendicitis ('appendicitis/appendectomy on the same day the essure was removed') in a 32-year-old female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *on an unknown date, essure confirmation test was performed current weight 170 lbs. Concurrent conditions included overweight, ovarian cyst, abdominal pain and overweight. Concomitant products included desogestrel;ethinylestradiol (kariva) in (B)(6)2009 and fluoxetine since 2015. In (B)(6)2009, the patient was found to have weight increased ("weight gain"). On (B)(6)2009, the patient had essure inserted. In (B)(6)2010, the patient experienced mood swings ("mood swings") and ovarian cyst ("ovarian cysts"). In (B)(6)2011, the patient experienced abdominal pain lower ("pain on my right side lower tummy/lower right abdomen pain") and back pain ("low back pain"). On (B)(6)2017, the patient experienced appendicitis (seriousness criterion medically significant), 7 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (right salpingectomy with attempted removal of essure and left-sided removal of essure and surgery/appendectomy on the same day the essure was removed). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, embedded device, device breakage, genital haemorrhage, appendicitis, depression, anxiety, weight increased, abdominal pain lower, mood swings, ovarian cyst and back pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, appendicitis, back pain, depression, device breakage, embedded device, genital haemorrhage, mood swings, ovarian cyst, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy in dates of removal, removal date also reported as (B)(6)2017. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Computerised tomogram pelvis - on (B)(6)2011: exam: pelvis scan clinical indication: pelvic pain impression: iud in place, no abnormal masses or free fluid is seen.. Hysterosalpingogram - on (B)(6)2010: no filling of either fallopian tube/total bilateral occlusion. Ultrasound pelvis - on (B)(6)2017: exam: ultrasound pelvis indication: abdominal pain. Impression: 17 mm left ovarian cyst otherwise unremarkable pelvic ultrasound.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: pfs received. New events were added: mood swings, ovarian cysts and low back pain. Onset date of the events were added: weight gain and lower right abdomen pain. Severity of event abdominal pain lower was added. Malfunction was ticked on product tab and event tab. Medical history and concomitant drug were added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('migration of essure device location of device: in the uterine wall'), device breakage ('device breakage') and appendicitis ('appendicitis/appendectomy on the same day the essure was removed') in a 32-year-old female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *on an unknown date, essure confirmation test was performed current weight 170 lbs. Concurrent conditions included overweight, ovarian cyst, abdominal pain and overweight. Concomitant products included desogestrel;ethinylestradiol (kariva) in (B)(6) 2009 and fluoxetine since 2015. In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced mood swings ("mood swings") and ovarian cyst ("ovarian cysts"). In (B)(6) 2011, the patient experienced abdominal pain lower ("pain on my right side lower tummy/lower right abdomen pain") and back pain ("low back pain"). On (B)(6) 2017, the patient experienced appendicitis (seriousness criterion medically significant), 7 years 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (right salpingectomy with attempted removal of essure and left-sided removal of essure and surgery/appendectomy on the same day the essure was removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, embedded device, device breakage, genital haemorrhage, appendicitis, depression, anxiety, weight increased, abdominal pain lower, mood swings, ovarian cyst and back pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, appendicitis, back pain, depression, device breakage, embedded device, genital haemorrhage, mood swings, ovarian cyst, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy in dates of removal, removal date also reported as (B)(6) 2017. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2011: exam: pelvis scan clinical indication: pelvic pain impression: iud in place, no abnormal masses or free fluid is seen.. Hysterosalpingogram - on (B)(6) 2010: no filling of either fallopian tube/total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: exam: ultrasound pelvis indication: abdominal pain impression: 17 mm left ovarian cyst otherwise unremarkable pelvic ultrasound.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: extension of expected date of next report for ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.